Event description:
It was reported by a company representative that high lead impedance was found on vns patient at a follow-up appointment. The last known diagnostics were from (B)(6) 2011 and were within normal limits (no specifics). There was no reported manipulation or trauma to have contributed to the reported high lead impedance; however the patient does tend to have falls. The patient was referred for x-rays, the device was programmed off and surgical interventions are still pending. X-rays were sent and reviewed by the manufacturer. Review of x-rays indicated the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes did not appear to be placed in normal arrangement as the anchor tether appeared to be detached from the vagal nerve. No acute angles or lead breaks were observed in the assessed portions of the lead. Good faith attempts to obtain additional information remains underway.

Event description:
Information from the area representative indicated the explanted devices will not be returning for analysis. Good faith attempts to obtain product information were unsuccessful to date.

Event description:
Further information was received from the area representative indicating that the patient's device was disabled and intervention had been planned for the patient. An implant card was received and it indicated that the patient underwent generator and lead replacement surgery due to lead discontinuity.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.